Manufacturer narrative:
Orlov, m. V., I. Koulouridis, et al. (2019). "Direct visualization of the his bundle pacing lead placement by 3-dimensional electroanatomic mapping." Circ arrhythm electrophysiol 12(2): e006801.

Event description:
It was reported that 28 patients had leads implanted for his bundle pacing using direct guidance from electroanatomic mapping. Fifteen patients received fineline 4471 leads and 13 patients received ingevity 7742 leads. During the study it was reported one lead dislodged shortly after the procedure. No surgical intervention was performed due to patient request. The model number of the dislodged lead was not reported. No adverse patient effects were reported.